Event description:
A report was received that the pt was explanted due to pocket pain. The pt is reportedly doing well after surgery.

Manufacturer narrative:
The devices involved in the complaint will not be returned to bsn, because they were discarded by the medical facility.